Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located at the moderately tortuous and severly calcified below the right knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was stable.